Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. The hakim ventricular catheter was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports. Other mfg report numbers: 3013886523-2021-00416, 3013886523-2021-00455. A physician reported a certas valve (id828804) was implanted in the patient via ventricular peritoneal shunt in early (B)(6) 2021 with unknown setting. Both ventricular catheter and peritoneal catheter were coming out toward the valve, and the valve appeared to have a pool of jelly-like material inside. The valve, the ventricular catheter and the peritoneal catheter were removed and replaced on (B)(6) 2021, the patient's condition is stable .